Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported that the screw loosening. Screw replaced.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type h3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Further evaluation of the returned screw identified the screw's hex as third party, and not from zimvie dental. After additional information was received on january 10, 2025, it was determined that the device is a third party therefore the prior submission for MFR-0001038806-2024-02388 submitted on october 23, 2024 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.